Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was explanted and replaced. The patient was stable throughout the procedure.